Event description:
Information was received indicating that when inflating the cuff to a smiths medical portex® polar endotracheal tube, the cuff would not stay inflated. There were no reported adverse effects.